Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the right femoral artery to support the 55 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. Prior medical history was inclusive of prior coronary artery bypass surgery, coronary artery disease, and diabetes. The cp supported for over 34 hours and was weaned and explanted. While on support the device functioned as expected, p-3 with 2.0l/min flow with d5w with sodium bicarbonate in the purge solution. On the day after the pump was explanted the team observed acute kidney injury secondary to acute tubular necrosis. The team treated the patient with continuous renal replacement therapy (crrt), but despite this measure the patient condition deteriorated. The patient became acidotic and hyperkalemic. The patient expired 7 days after pump placement, and 6 days after pump explanted, without any resolution of the symptoms. The death is conservatively being reported on the cp due to the inability to conclusively dissociate the product from the patient outcome, despite the death occurring 6 days after explant and with ongoing cardiac and renal history.

Manufacturer narrative:
E1 initial reporter postal code was reported on the initial MDR and should not of been. Zip code was revised as it was entered incorrectly on the initial MDR that was submitted.